Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received nine inappropriate shocks. An emergency check as requested and a possible loose connection was suspected but the physician noted that the connection was proper. Noise was seen on the right ventricular (rv) lead. All measurements appeared normal. The minute ventilation (mv) sensor was turned off and the noise disappeared and was not reproduced with maneuvers. During a final check an increase in pace impedance measurements which appeared out of range was observed as well as a sensing issue. An rv lead dislodged was suspected or a possible perforation or loose connection. A revision took place. During the revision noise was seen when touching the area around the lead thus a loose connection was suspected. The system was reconnected and values appeared within range. The revision was completed successfully. No additional adverse patient effects were reported.